Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported clip opening and unchanged mitral regurgitation could not be determined in this incident. The reported patient effect of mitral regurgitation is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the clip opening while establishing final arm angle (efaa). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to the procedure, it was noted that the patient had a very large annulus and was in very poor health. The first clip (90531u163) was advanced and grasping was performed. When attempting to deploy the clip, it opened while establishing final arm angle (faa). Troubleshooting was performed, and the clip was able to be successfully deployed; however, mr did not reduce. In an attempt to reduce mr, a second clip was implanted lateral of the implanted clip. Again, mr was unable to be reduced. Three additional clips (90621u140, 90627u313, 90531u162) were advanced, but due to the large annulus, leaflet grasping and capture were difficult. All three clips were unable to grasp the leaflets and were not implanted. The procedure was aborted, and mr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.